Event description:
It was reported that the patient underwent hysterorraphy on (B)(6) 2015 and suture was used. On 02/17/2015, the patient experienced acute abdomen due to dehiscence of hysterorraphy. The patient underwent closure with suture. The surgeon opined that suture strength contributed to the event. The current patient condition is stable.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.